Event description:
It was reported the sjm representative attempted to program the patient's scs system for the first time after the implant surgery. Multiple attempts to provide stimulation therapy were unsuccessful. Images were taken which showed the lead migrated out of the epidural space. The physician repositioned the lead on (B)(6) 2015 and effective stimulation therapy was achieved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).